Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("major surgery as a result of her essure implant") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction following company internal review: the case was upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of surgery ("major surgery as a result of her essure implant") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("essure has caused severe pain") and rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015 the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), urticaria ("hives"), fatigue ("psychological or psychiatric problems: fatigue"), nervousness ("psychological or psychiatric problems: nervous"), insomnia ("psychological or psychiatric problems: sleepless,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), reproductive tract disorder ("reproductive system disorder or condition"), tooth disorder ("dental problems"), abdominal pain ("pain"), vaginal discharge ("vaginal discharge"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("gastrointestinal or digestive system condition type:nausea"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), gastrointestinal pain ("gastrointestinal or digestive system condition type:pain"), decreased appetite ("gastrointestinal or digestive system condition type:poor apetite"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), physical disability ("bodily impairment"), anxiety ("mental anguish /anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation") and deformity ("disfigurement"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urticaria, fatigue, nervousness, insomnia, headache, reproductive tract disorder, tooth disorder, vaginal discharge, physical disability, anxiety, anhedonia, emotional distress and deformity outcome was unknown, the rectal haemorrhage, rash, migraine, abdominal distension, nausea, diarrhoea, decreased appetite and vomiting was resolving and the abdominal pain and gastrointestinal pain had resolved. The reporter considered abdominal distension, abdominal pain, anhedonia, anxiety, decreased appetite, deformity, diarrhoea, emotional distress, fatigue, gastrointestinal pain, headache, insomnia, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, physical disability, rash, rectal haemorrhage, reproductive tract disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: device in place. (As per pfs); on (B)(6) 2018: impression: bilateral and efficacious fallopian tube occlusion devices, normal endometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Case was upgraded due to specific events. Reporter's information was added. Date of insertion and date of removal of suspect drug was added. Patient's demographics were added. Added event hormonal changes describe: extreme mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: rashes, hives, psychological or psychiatric problems condition: nervous, sleepless, fatigue, rashes or skin conditions, migraines, headaches, reproductive system disorder or condition, dental problems, pain, vaginal discharge, fatigue, bloating, nausea, diarrhea, pain, rectal bleeding, vomiting, poor appetite, essure has caused severe pain, suffering, bodily impairment, mental anguish/ anxiety, loss of enjoyment of life, humiliation, disfigurement. Updated outcome of events. Concomitant condition, concomitant drug, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft. Concomitant products included ibuprofen from 2016 to 2018 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("psychological or psychiatric problems: fatigue"), nervousness ("psychological or psychiatric problems: nervous"), insomnia ("psychological or psychiatric problems: sleepless,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("gastrointestinal or digestive system condition type:nausea"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), gastrointestinal pain ("gastrointestinal or digestive system condition type:pain"), decreased appetite ("gastrointestinal or digestive system condition type:poor appetite"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and anxiety ("mental anguish /anxiety"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), urticaria ("hives"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal pain ("pain"). The patient was treated with surgery (bilateral salpingectomy and had to have 10 teeth pulled). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, mood swings, vaginal haemorrhage, menorrhagia, urticaria, fatigue, nervousness, insomnia, headache, reproductive tract disorder, vaginal discharge and anxiety outcome was unknown, the rectal haemorrhage, rash, migraine, abdominal distension, nausea, diarrhoea, decreased appetite and vomiting was resolving and the abdominal pain and gastrointestinal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, decreased appetite, diarrhoea, fatigue, gastrointestinal pain, headache, insomnia, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, rash, rectal haemorrhage, reproductive tract disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: device in place. (As per pfs); on (B)(6) 2018: impression: bilateral and efficacious fallopian tube occlusion devices, normal endometrium. Lot number: c22916 manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft. Concomitant products included ibuprofen from 2016 to 2018 and medroxyprogesterone acetate (depoprovera) from march 2015 to may 2015. On (B)(6) 2015, the patient had essure inserted. In september 2016, the patient experienced mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("psychological or psychiatric problems: fatigue"), nervousness ("psychological or psychiatric problems: nervous"), insomnia ("psychological or psychiatric problems: sleepless,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("gastrointestinal or digestive system condition type:nausea"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), gastrointestinal pain ("gastrointestinal or digestive system condition type:pain"), decreased appetite ("gastrointestinal or digestive system condition type:poor appetite"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and anxiety ("mental anguish /anxiety"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), urticaria ("hives"), reproductive tract disorder ("reproductive system disorder or condition") and abdominal pain ("pain"). The patient was treated with surgery (bilateral salpingectomy and had to have 10 teeth pulled). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, mood swings, vaginal haemorrhage, menorrhagia, urticaria, fatigue, nervousness, insomnia, headache, reproductive tract disorder, vaginal discharge and anxiety outcome was unknown, the rectal haemorrhage, rash, migraine, abdominal distension, nausea, diarrhoea, decreased appetite and vomiting was resolving and the abdominal pain and gastrointestinal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, decreased appetite, diarrhoea, fatigue, gastrointestinal pain, headache, insomnia, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, rash, rectal haemorrhage, reproductive tract disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: device in place. (As per pfs); on (B)(6) 2018: impression: bilateral and efficacious fallopian tube occlusion devices, normal endometrium. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number were added. Concomitant drug and historical drug were added. Event : bodily impairment, loss of enjoyment of life, humiliation, disfigurement were deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft. Concomitant products included ibuprofen from 2016 to 2018 and medroxyprogesterone acetate (depoprovera) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("psychological or psychiatric problems: fatigue"), nervousness ("psychological or psychiatric problems: nervous"), insomnia ("psychological or psychiatric problems: sleepless,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("gastrointestinal or digestive system condition type:nausea"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), gastrointestinal pain ("gastrointestinal or digestive system condition type:pain"), decreased appetite ("gastrointestinal or digestive system condition type:poor apetite"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and anxiety ("mental anguish /anxiety"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), urticaria ("hives"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal pain ("pain"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal infection ("bladder/urinary problems: vag. Infection"). The patient was treated with surgery (bilateral salpingectomy and had to have 10 teeth pulled). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, mood swings, vaginal haemorrhage, menorrhagia, urticaria, fatigue, nervousness, insomnia, headache, reproductive tract disorder, vaginal discharge, anxiety, dysmenorrhoea and vaginal infection outcome was unknown, the rectal haemorrhage, rash, migraine, abdominal distension, nausea, diarrhoea, decreased appetite and vomiting was resolving and the abdominal pain and gastrointestinal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, decreased appetite, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal pain, headache, insomnia, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, rash, rectal haemorrhage, reproductive tract disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Discrepancy noted for insertion date previously reported (B)(6) 2015 and removal date (B)(6) 2018 . Patient received treatment for dysmennorhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: device in place. (As per pfs); on 15-may-2018: impression: bilateral and efficacious fallopian tube occlusion devices, normal endometrium. Lot number: c22916, manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: upon internal review (B)(4) case has been identified as duplicate of this case. All source document and information has been transferred from (B)(4) (deletion case) to (B)(4) (retention case). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: zoloft. Concomitant products included ibuprofen from 2016 to 2018 and medroxyprogesterone acetate (depoprovera) from march 2015 to may 2015. On (B)(6) 2015, the patient had essure inserted. In september 2016, the patient experienced mood swings ("extreme mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("psychological or psychiatric problems: fatigue"), nervousness ("psychological or psychiatric problems: nervous"), insomnia ("psychological or psychiatric problems: sleepless,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), nausea ("gastrointestinal or digestive system condition type:nausea"), diarrhoea ("gastrointestinal or digestive system condition type :diarrhea"), gastrointestinal pain ("gastrointestinal or digestive system condition type:pain"), decreased appetite ("gastrointestinal or digestive system condition type:poor apetite"), vomiting ("gastrointestinal or digestive system condition type: vomiting") and anxiety ("mental anguish /anxiety"). In 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced rectal haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), rash ("allergic or hypersensitivity reaction type: rashes/rashes or skin conditions"), urticaria ("hives"), reproductive tract disorder ("reproductive system disorder or condition"), abdominal pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("bladder/urinary problems: vag. Infection"). The patient was treated with surgery (bilateral salpingectomy and had to have 10 teeth pulled). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, mood swings, vaginal haemorrhage, menorrhagia, urticaria, fatigue, nervousness, insomnia, headache, reproductive tract disorder, vaginal discharge, anxiety, dysmenorrhoea and vaginal infection outcome was unknown, the rectal haemorrhage, rash, migraine, abdominal distension, nausea, diarrhoea, decreased appetite and vomiting was resolving and the abdominal pain and gastrointestinal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, decreased appetite, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal pain, headache, insomnia, menorrhagia, migraine, mood swings, nausea, nervousness, pelvic pain, rash, rectal haemorrhage, reproductive tract disorder, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Discrepancy noted for insertion date previously reported (B)(6) 2015 and removal date (B)(6) 2018 . Patient received treatment for dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: result: device in place. (As per pfs); on (B)(6) 2018: impression: bilateral and efficacious fallopian tube occlusion devices, normal endometrium. Lot number: c22916 manufacture date: 2014-02 expiration date: 2017-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events "dysmenorrhea (cramping), bladder/urinary problems: vaginal infection, vaginal discharge were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.